Manufacturer narrative:
Describe event or problem; corrected data: additional commentary was known and inadvertently not submitted on initial MDR device manufacture date (mo/day/yr); corrected data: device manufacture date known and inadvertently not submitted on initial MDR. Suspect medical device - lot #; corrected data: lot # known and inadvertently not submitted on initial MDR.

Event description:
Ap and lateral chest x-ray images with neck visible were reviewed after high impedance was reported. The generator placement was determined to be slightly abnormal as it is lower in the chest toward the abdomen. The feedthru wires appear intact. The connector pins appear to be fully inserted in the connector blocks. The lead was visualized in the chest and neck. Strain relief is present in form of loop and bend present, with a two tie downs securing the bend. A portion of the lead is routed behind the generator. The lead wire appears intact at the connector pin. No sharp angles were observed in the lead. The lead was assessed for fractures and no gross fractures or discontinuities were noted. Based on the x-rays received, the cause of the high impedance cannot be determined. Note that the presence of problems in obscured portions of the lead and microfractures cannot be ruled out.

Event description:
It was reported that a patient's device is showing high impedance during system test on. It was noted that the x-ray was reviewed by the physician and there were no signs of a break. X-rays were reviewed and no anomalies were seen in the lead or generator that would suggest causes of high impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.